Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The customer reported replace sensor error message. The reported issue was investigated. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the reported issue. The investigation did not identify the app as the cause of the issue because the error message and event code observed are associated with a sensor related malfunction. Such errors were recorded in the receiver¿s event log when the sensor was experiencing a fault. The application was functioning correctly and accurately displaying the error message generated by the sensor. This indicates that the app was operating as intended and was not the source of the issue. No malfunction with the customer's reported application was found. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device in use with unknown sam phone, unknown operating system version and 212111476 app version and the customer was unable to obtain glucose readings. As a result, the customer experienced " legs numb, wobbly, facial flush, sweat, shaking, jelly legs", lost consciousness and collapsed at the hospital corridor. The customer was unable to self-treat and was given three sweets, lots of orange juice, yogurt and some pie by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced " legs numb, wobbly, facial flush, sweat, shaking, jelly legs", lost consciousness and collapsed at the hospital corridor. The customer was unable to self-treat and was given three sweets, lots of orange juice, yogurt and some pie by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.